Event description:
The patient had recurrent diffuse punctate keratitis with inflammation in both eyes, although never at the same time. The ecp notes the patient has pre-existing issues that could be contributing to chemical keratitis including latanoprost for treatment of glaucoma, chlorine from swimming and the patient also adds saline to his lenses to apply them. The patients condition has cleared up and has not returned to the office for this condition since. The ecp feels that this is chemical keratitis and is not related to the lens, he wanted to ensure that the blister pack did not contain any preservatives in the blister pack that could contribute to recurring keratitis.

Manufacturer narrative:
This is being reported as recurring punctate chemical keratitis. Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.